Event description:
It was reported that during surgery for plif that when reducing the rod into the head of the screw, a piece of the reduction extender tip broke off. There were no pt complications.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.